Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient programmer also reflected a communication error. The patient last had stimulation approximately 3 weeks ago. Spare external devices were unable to resolve the issue. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient is experiencing other health issues and will no longer be pursuing any interventions at this time.

Event description:
Additional information revealed that patient stopped charging their device as recommmeded due to other health issues, causing the ipg to become inoperable. In turn, patient had ipg explanted and replaced, restoring effective therapy postoperatively.